Event description:
Resident was observed sitting up in bed shaking side rail then was attempting to crawl over side rail. Had shaken the latch arm and while climbing over side rail the side rail gave way and resident fell to floor. Sustained a laceration to forehead. Pt's arm was under the side rail. Sutures were done to forehead. X-rays (l) forearm - no tx noted; bruising only.